Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 394 mg/dl and ketones were present. The cause of the event was not known. A corrective bolus was delivered. The customer was hospitalized for a high bg and ketones. Corrective bolus via the pump was delivered as treatment. The customer was discharged the same day with the bg/ketones resolved. A system check using the current supplies was performed and no device issues were identified.